Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient on (B)(6) 2011. I-stat @ 17:39:40: 0.00 ng/ml, I-stat @ 17:39:56: 0.21 ng/ml. Vista (lab) @ 17:46: <0.02 ng/ml. The sample was run on two I-stat 1 analyzers simutaneously. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR report #2245578-2011-00133 through 2245578-2011-00149 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has resolved the issue.